Event description:
Caller reported that a t:slim x2 pump battery was not charging and the pump screen would not turn on. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer technical support (cts) attempted several troubleshooting steps, including changing the charging cable and wall adapter, but the issue persisted. As a result, cts decided to replace the pump. The customer was informed about the replacement and the necessary steps for returning the faulty pump and initiating use of the new one.